Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a tka for right oa with the attune fb tibial impactor in question. The impactor in question was used for insertion. During insertion, a cement (non-jj product) was hardened more quickly than the surgeon expected. When impacting it repeatedly, the impactor broke. There were no pieces in the patient, and another impactor was used for the procedure. The surgery was completed successfully within 30 minutes delay. No further information is available.